Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the surgeon fired the tx30b instrument on the rectum/sigmoid colon. The staples did not form completely. The staples did not form the "b" shape. The surgeon closed the rectal stump with sutures. The case was extended no more then 15 minutes. The device is not being returned.